Event description:
Patient reported they provided a note from their dentist regarding their cracked root canal tooth that had to be extracted due to stress caused by the byte aligners. This led to a severe dental infection resulting in the extraction of a tooth in (B)(6) 2024. It is their dentist and oral surgeon's position that the aligners was the direct cause of the dental damage sustained that includes the loss of the tooth. As a result, they are no longer able to use the aligners. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.